Event description:
User facility reported that the device was in use with a pt and the loss of resistance syringe component was sticking during an epidural placement. According to reporter the loss of resistance sticking allowed the epidural needles to advance into the pt dura. In response to the dural punctures pt were given epidural blood patches. No permanent adverse effects to pts reported.

Manufacturer narrative:
Customer has not yet returned the device to the MFR for device evaluation. When and if the device becomes available and is returned and evaluated the MFR will file a follow-up report detailing the results of the evaluation.